Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would not hold data. Once blood gas values were loaded, the data would drift. The device was not changed out as independent blood gas monitors were available. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.